Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lap. Tubal sterilization and anterior colporrhaphy due to cystocele and sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent laparoscopic assisted vaginal hysterectomy and anterior/ posterior colporrhaphy on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.